Manufacturer narrative:
Investigator determined that complained device worked properly. A visual inspection was performed on the device and no issue was observed. Complaint of video output failure could not be reproduced and device passed functional testing. All device functions performed as expected. Root cause could not be determined since the reported malfunction could not be duplicated during the device evaluation process. A review of the device history records showed there were no indications to suggest that the device did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the procedure no picture appeared on the screen. No patient injury was reported. There was a backup device of the same kind available to complete the procedure.